Event description:
A v-go patient's spouse reported that the patient has had several occurrences of the v-go 30 not staying attached to their body. When the patient notices it she tries to tape it back on with adhesive tape, which does not always work. He does not recall specific dates and it is not an everyday occurrence. Patient has been placing it on her stomach because that is where she was instructed to. The caller reported they will check with the patient's provider to see if she can try her arm or some other area. No devices are available for return to the manufacturer for evaluation.